Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was blood aggregate on the device during the procedure. No interventions were reported. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The returned farawave was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. When received by boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were noted. Then, the catheter was functionally tested where a guidewire was successfully inserted through the catheter and the device was able to deploy as expected. Finally, they tested the catheter's irrigation and found they were able to flush and irrigate the catheter with no issues in every deployment state. Because the returned catheter did not have any signs of blood aggregate nor any other malfunction it was determined there was no problem with the returned catheter.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was blood aggregate on the device during the procedure. No interventions were reported. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.